Manufacturer narrative:
On december 06, 2021, mentor became aware that the previous report contained an erroneous aware date. The correct aware date for the previous report was november 04, 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon receipt, the following information was confirmed: -updated patient identifier and date of birth -updated date of event -updated procedure type (the patient underwent a breast augmentation revision) -the patient experienced a seroma left side post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation and mentor then conducted a visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sx mpp gel 275cc breast implant was found to have a tear in the anterior view of the implant measuring approximately 0.5 cm in length. Leak testing was performed in accordance with mentor procedures and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of 0.1 cm of the tear in the implant. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Seroma is a build-up of fluid around the implant. Symptoms of seroma may include swelling, pain, and bruising. Seroma may occur soon after surgery, or at any time later on, which could be referred to as late seroma. While the body may absorb seromas, some may require surgery for drainage. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that an asian female underwent a breast augmentation with a 275cc mentor memorygel breast implant and experienced capsular contracture on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021.